Event description:
Event description cpi received information that this bipolar lead was removed from service due to a loss of sensing. The lead was replaced with another bipolar lead of the same model.